Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips engineer analysed the system and confirmed that the frontal detector movement is abnormal due to the force sensor error. Review of system log files shows that the force sensor was detecting a collision, but the cause of the collision cannot be determined by the philips engineer. After the multiple restarts performed by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm movement was abnormal. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.